Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed the intuitive technical support engineer (tse) when the system was powered on for the procedure, the system faulted with non-recoverable error 297. The customer tried hard cycling the system, but the issue persisted. The case was converted to open surgery post-anesthesia and port placement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that the surgeon did not go into the procedure anticipating a possibility of converting. The patient tolerated the conversion. The patient is well. The non-recoverable error caused the convert to open.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the illuminator did not power on after checking the breaker and power cord. The fse replaced the illuminator, and the system powered on without any issues. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The illuminator was analyzed, and the reported failure was replicated. The unit was unable to power on with errors 297 and 48238.